Manufacturer narrative:
Submit date: 1/17/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 12/19/2016 that a customer had an issue with or positioning foam. The customer states that they have five faulty kits so far. The strap is defective, the velcro is not attached to the strap. The problem with the strap was that the velcro was on one side of the strap but where it was to attach to the other side of the strap to secure it the capabilities were not available so the velcro would not stick to secure the strap on the beach chair. This was discovered prior to use.